Event description:
It was reported during bph procedure, fiber "already broken when unpacked" was observed. Additionally it was reported that the "fiber was not used and is broken in the terminal part" the procedure was completed using another of same device which is second fiber. Patient outcome: "stable" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 3 feet and 1 inch from connector, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibit signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.